Event description:
It was reported the PICC was placed in the patient on(B)(6)2020 that began to leak just before the "bullet". PICC to be replaced at future appointment.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive since the reported event could not be verified from the photograph that was provided for investigation. The photo showed a purple and blue solo connector. Residue from use was observed on the connector. What appeared to be the injection gate was observed on the connector. No cracks, leaks, or leak path could be discerned in the photo. The extension leg tubing was being held between the thumb and forefinger. The remainder of the PICC was not observed in the photo. Since the reported leak or leak path was not observed in the provided photograph, the complaint was inconclusive. A lot history review (lhr) of redx2287 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redx2287 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed in the patient on (B)(6) 2020 that began to leak just before the "bullet". PICC to be replaced at future appointment.